Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-02247. It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2010 to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering.